Event description:
On (B)(6)2007, the pt was implanted with an scs system. The pt lost a significant amount of weight and experienced severe pain at the pocket site and the ipg would not communicate with the programmer or charger. Ipg was explanted on (B)(6)2010.

Manufacturer narrative:
Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.